Event description:
It was reported via phone call, that the paramedics were called and the customer was hospitalized on 01/01/2015 due to high blood glucose levels and unconsciousness. Customer's blood glucose levels at the time of hospitalization was over 600 mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. The customer also reported issues with bent cannulas, and unresponsive buttons. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.